Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) due to an error 319. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a non-recoverable error 319 occurred, and universal surgical manipulator 1 (usm) was off. The customer restarted the system, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error 319 pointing to a node not present, node name axes controller carriage (acc) in armnet 1. The tse guided the customer through a hard power cycle and emergency power off (epo), but the issue persisted. The tse explained that the customer could disable the usm 1 and use the system as a 3-usm system. The surgeon agreed and proceeded with the surgery. The procedure was completed as planned with no reported injury. Isi followed up with the site and obtained the following additional information: the system functionality was checked when the system was switched on without any errors. It was the second surgery of the day. The error occurred during the procedure. The instructions from the da vinci screen were followed and the technical support was informed. The system was shut down, and the error was bridged. The system was activated according to the instructions of the isi tse. After usm 1 was deactivated, the operation was continued and completed robotically with 3 usms.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have an error 319. Log review showed multiple 319 errors (axes controller, carriage (acc) not present on arm 1 pointing towards the rolling loop fiber. The unit was tested on an in-house system in normal mode where it triggered a 319 error (acc not present). The unit was also tested on a pftp where it failed test check all boards present (acc not found) and fiber test on the rolling loop fiber. A golden rolling loop fiber was installed, and the unit passed check all boards present and fiber test on retry. The unit passed all other required tests that had to do with the reported problem thereafter. During investigation, it was noted that the rolling loop fiber and ground straps were tangled in the spar. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.